Event description:
Pt with myasthenia gravis experienced increase in mercury levels after treatment with immunosorba. They have successfully repsonded to immunosorba in the past and had returned because of increased symptoms of mg. This round of treatments also resulted in a good response.